Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "burning sensations" and "urinary urgency" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported the patient called to report that they felt a burning sensation in their vaginal area. They visited their gynecologist on (B)(6) 2025, and the gynecologist said the patient's vaginal area looks fine, but they were prescribed some medication. The patient kept feeling that same burning sensation as well as experiencing frequent urgency and leakage. The patient visited their urologist on (B)(6) 2025, and a urine test was done and it was determined the patient does not have a urinary tract infection. The urologist recommended that the patient reached out to their care team for assistance with frequent urgency and leakage. The patient said they increased their stimulation a bit; however, the patient is still having an issue with leaking. The patient also mentioned on the call that they still felt a little bit of burning. The therapy support specialist (tss) reached out to the patient and assisted them with reprogramming and will check back in one week to see if the burning and leakage is resolved. The patient was also advised to call the tss if anything else arises. The tss cancelled their follow-up call with the patient for (B)(6) 2025, since the clinical specialist (cs) spoke with the patient two days prior. The patient had a bad weekend, but on (B)(6) 2025, the patient's bladder symptoms were good. On (B)(6) 2025, the patient felt some slight burning, but it did not feel it is device related. The patient urinates and feels slight burning after they void. The physician did not say anything about it when they saw the patient. The patient will keep things as they are and keep an eye on the burning. It is not as bad right now but comes and goes when voiding.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient called to report that they felt a burning sensation in their vaginal area. They visited their gynecologist on (B)(6) 2025, and the gynecologist said the patient's vaginal area looks fine, but they were prescribed some medication. The patient kept feeling that same burning sensation as well as experiencing frequent urgency and leakage. The patient visited their urologist on (B)(6) 2025, and a urine test was done and it was determined the patient does not have a urinary tract infection. The urologist recommended that the patient reached out to their care team for assistance with frequent urgency and leakage. The patient said they increased their stimulation a bit; however, the patient is still having an issue with leaking. The patient also mentioned on the call that they still felt a little bit of burning. The therapy support specialist (tss) reached out to the patient and assisted them with reprogramming and will check back in one week to see if the burning and leakage is resolved. The patient was also advised to call the tss if anything else arises. The tss cancelled their follow-up call with the patient for (B)(6) 2025 since the clinical specialist (cs) spoke with the patient two days prior. The patient had a bad weekend, but on (B)(6) 2025, the patient's bladder symptoms were good. On (B)(6) 2025, the patient felt some slight burning, but it did not feel it is device related. The patient urinates and feels slight burning after they void. The physician did not say anything about it when they saw the patient. The patient will keep things as they are and keep an eye on the burning. It is not as bad right now but comes and goes when voiding.